Event description:
The caller alleged discrepant results when repeated the test with inratio. The results are as follows: 1.5, 2.2.

Manufacturer narrative:
Discrepant results when repeated the test with the inratio meter. The results are as follows: 1.5, 2.2. Average 1.85, stdev 0.49, %cv 26.76. As per internal procedure rev.2 if the %cv is greater than 20%, the criterion is not met. The product will be investigated. Also, as per internal procedure rev.2 section 8.3 if the time elapsed exceeds three hours, there is a high possibility that the discrepancies are due to change in the status of the patient.